Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had corroded keypad traces.

Event description:
The customer reported moisture damage due to rain, as well as intermittent button response. Advised that the insulin pump would be replaced. Nothing further was reported.